Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was 1 cap that was damaged and the vacuum was depleted. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. Investigation summary: bd had not received samples or photos for investigation. Therefore, 80 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.